Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer won't lock, and it was showing failed. A field service engineer assisted the customer step by step through phone to resolve this issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es that the full height drawer wouldn't lock, and it was showing failed. The customer reported that users were unable to remove medications from drawer. There was no delay in patient care as the user was able to obtain the medications from the nearby pyxis. There were no adverse events or injuries reported based on this incident.